Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope has sticky liquid on the sheathing of the endoscope that cannot be removed. The issue occurred during setup while inspecting for use for an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects in the air/water cylinder and air/water tube. A definitive root cause could not be identified. Based on the results of the investigation, the cause was determined sticky connecting tube. However, white foreign material was present within the device, but the type of the material cannot be identified. Therefore, the most probable cause that led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.